Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer attempted to reload the cartridge onto the pump and subsequently received a minimum fill notification after the cartridge was filled with 200 units of insulin. Reportedly, the customer reloaded the cartridge, received an accurate fill estimate, and resumed insulin delivery. There was no impact to the customer's blood glucose level.